Manufacturer narrative:
(B)(4). Other -the customer reported the suspect avea ventilator is available for an onsite analysis and repair. The reported issue of the suspect device will be resolved by performing remediation of the device under field corrective action z-1609-2015. No further investigation will be performed.

Event description:
The customer reported an unresolved circuit occlusion alarm on this avea ventilator while in patient use. The customer stated that the patient was removed and placed on an alternate ventilator. It was reported that there was no patient harm or injury.